Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-92442.

Event description:
It was reported that the insulin pump had an unresponsive keypad during a bolus attempt. The blood glucose reading was over 300 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation and replacement of the insulin pump. The customer declined to return the insulin pump. Nothing further reported.